Manufacturer narrative:
(B)(4). G2- china. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty on an unknown date, multiple attempts failed to match the tibial prosthesis after implanting the tibial articular surface. The reporter indicated the surgical technique was strictly followed and the osteotome pivot head reset was good. Intraoperatively, after the tibial articular surface was implanted, the team made multiple attempts to mate or align the tibial prosthesis, which were unsuccessful. No additional procedural details, device exchanges, or environmental factors were provided. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. Visual examination of the returned product identified damage to the dovetail feature (flared on both sides) and minor surface scratches on the articular surface. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.